Manufacturer narrative:
Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient that the infusion set cannula was kinked. No further information was available.